Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A facility representative reported that an implantable collamer lens (icl) was removed and replaced for an unspecified reason. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. In a separate visit the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as other. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault. In a separate visit the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as other. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4). "UDI related data quality updates only" claim# (B)(4).